Event description:
Consumer called to report accuracy issues with their plink meter. Analysis run on clark error grid using mean avg reading (297) as ref. Point vs. Bd readings of 147,519,224 yielded data points in the c/d zone of the grid, outside of acceptable limits.